Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the device start up phase before a patient was on the device. The device then alarmed due to high conductivity. There was no patient injury or medical intervention associated with this incident.